Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08mar2019. International UDI # (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit had a faulty led indicator. The customer reported there was no patient involvement event date not specified; estimate used.

Manufacturer narrative:
Date of report: 12jul2019. Date rec¿d by MFR:11jul2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the power switch overlay to address the reported issue. The problem was resolved and the device passed all tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.